Manufacturer narrative:
Part number 314-80 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k791045. The sample associated to this report is expected to be returned for analysis. If the sample is received and significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the physician identified a little cuff rupture after four days of patient use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.